Manufacturer narrative:
The pump was received with a motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period alarm during rewind test due to a moisture ingress to electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.